Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One full osseotite xp implant 4/5 x 10mm (fos4510) with crown attached was returned for investigation. Visual evaluation of the as returned implant identified signs of use. Bone debris on external threads. The implants collar was fractured off. Fractured piece not returned. Functional testing could not be performed since the product was fractured. Pre-existing condition noted on the per was unknown bone density and bruxism. The reported device had been placed on tooth #36 (fdi) for approximately 8 years. DHR review for the lot number (2010110432) had revealed no deviations nor non-conformance's which could have caused or contributed to the reported event. Products was conforming at the time it left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2010110432) for similar events (complaint category keywords: fracture: implant) and no other complaint was identified. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) fos4510, (do not use - full osseotite xp implant 4/5 x 10mm) for evaluation. Visual evaluation was performed, there was bone debris on the external threads. There was damage identified. The implants collar was fractured. DHR review was completed for the subject lot number 2010110432. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2010110432 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : implant. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was missing or confusing instructions for use, the clinician places implant in a patient with patient factors (e.g. Bruxism) incompatible with long-term osseointegration of implant. Therefore, based on the available information, a device malfunction did occur. The implants collar was fractured. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. UDI not available.

Event description:
It was reported that the implant was removed due to implant fracture at implant collar. Additional appointment required: yes. Symptoms caused by the event: inflammation. Surgery was completed with another implant.